Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the unit. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.

Event description:
The PICC line was inserted in 2007 by a nurse trained in inserting such lines. No difficulties with the maintenance of the line were reported. On about 5 days later, the staff found the PICC line completely severed just below the stabilizing wings of the device. The remaining tail of the PICC line was left in the pt. The neonatologist was notified and was able to remove the remaining portion of the indwelling line without difficulty or complication at the bedside. A peripheral IV was then established. No harm came to the pt. The doctor discarded the indwelling portion of the PICC line; however; the top portion of the device is available for eval.